Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation most likely underlying root cause: mlc-040: user's test strip had poor fill. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated is comfortable with the glucose readings from the new replacement products.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 54 and 52mg/dl. The expected fasting blood glucose test result range is 120mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification (work-desk). During the call a blood test was performed by the customer and produced test results of 67mg/dl fasting using the meter. The test strip lot manufacturer¿s expiration date is 04/22/2022 and open vial date is two weeks ago.the meter memory was reviewed for previous test result history. (B)(6).